Event description:
After administering a vaccine to a patient when trying to engage the needle retraction system the needle instead separated from the hub and remained in the patient. FDA safety report ID # (B)(4).